Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The patient reported that she had some irritation under the electrodes and that her skin was not open. The patient was instructed to properly launder and change the garment on a more frequent basis. The patient's physician advised the patient to use a lotion on the irritation. Follow-up indicated that the skin irritation was improving.